Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site did not identify any specific hardware or system malfunction capable of causing the analyzer to generate erroneous results. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. (B)(4).

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result for one patient sample was generated on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reported that the initial elevated result of 0.64 ng/ml had induced a reflex test on the same analyzer which generated a result of 0.06 ng/ml. The customer indicated that the sample had then been assayed on the customer's access 2 immunoassay system (serial number (B)(4)) and that a result of 0.05 ng/ml had been generated. The sample was then assayed on the unicel dxi 800 access immunoassay system (serial number (B)(4)) and a result of 0.16 ng/ml was generated. The elevated access accutni+3 result was released from the laboratory. There was no report of patient injury or change to patient treatment in association with this event. System performance indicators (e.g. Calibration, quality control, system check) for the analyzer in question were acceptable at and around the time of this event. The customer reported that the sample was collected and tested in a 5 ml lithium heparin tube which was centrifuged at 3000 rpm (rotations per minute) for ten minutes. The customer did not indicate any collection, processing or storage irregularities. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the analyzer.